Event description:
It was reported that intermittent right atrial (ra) lead oversensing caused intermittent atrial tachy response (atr). The pacemaker remains in service. No adverse patient effects were reported.